Manufacturer narrative:
Patient information was unavailable. Device UDI not provided as this product is no longer manufactured. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the system the system's mouse became unresponsive. As a result, the site discontinued use of navigation. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.